Manufacturer narrative:
Product complaint # (B)(4). Investigation summary; according to the information received, ¿it was reported that on unknown date, the patient underwent a tha surgery. The surgery was completed successfully without any surgical delay. On (B)(6) 2024 a revision surgery will be performed due to dislocation. The liner and the head will be replaced. The x-ray showed that the implants were likely dual cup, elite-plus stem, and elite head. The hospital where the primary surgery was performed is unknown. No further information is available.¿ the product was not returned to depuy synthes, however a radiological image was provided for review. Review of the radiological image revealed that the femoral head has dislocated from the acetabular liner. It can be observed that the femoral head is having unintentional contact with the upper edge of the acetabular cup. No other defects that could have contributed to the reported issue were observed on the available evidence. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The overall complaint was confirmed as the observed condition of the unk hip femoral head metal elite would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent a tha surgery. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, a revision surgery will be performed due to dislocation. The liner and the head will be replaced. The x-ray showed that the implants were likely dual cup, elite-plus stem, and elite head. No further information is available.